Manufacturer narrative:
(B)(6). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing location: (B)(4). Manufacturing date: 11august2009. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient had an internal fixation of the right ulnar radial plate on (B)(6) 2010. The plates were explanted in 2014 (unknown date) due to plate breakage. The patient had poor healing after the revision procedure, but now the patient is reported as fine. This is report 1 of 2 for (B)(4).